Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply and generator interface pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up, exhibited an error and appeared to continue to expose without any production or emission of x-ray. No patient serious injury or death was reported related to this event.